Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿a small incision was made in the right mid upper abdomen. The hernia sac was dissected out. A medium size ventralex mesh was placed into the umbilical region and secure it with sutures.¿ on (B)(6) 2018 ¿ patient was diagnosed with adhesion, pain, recurrent umbilical hernia thereby underwent laparoscopic repair with explant of ventralex mesh and primary hernia repair. Per operative notes, ¿an incision was made at the base of the umbilicus into the peritoneal cavity. The hernia sac was dissected out. There were dense adhesions. All adhesions were taken down. Previously placed old mesh was identified, which was dissected out. The hernia defect was closed with sutures primarily.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog number, UDI no.), d.6b, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.